Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. She stated that she had the no delivery alarm all day and had changed the infusion set and reservoir 3 times. She reported that the third set change finally resolved it. She passed out and treated with a manual injection, noting that she did not go to the hospital. She advised that the no delivery alarm had be resolved by a complete set change and declined to return the infusion set and reservoir for analysis. She was advised that the infusion sets and reservoirs would be replaced. Her most recent blood glucose was 456 mg/dl, and she complained of thirst. She was unable to run the high pressure test due to lack of tubing clamps. She was advised to monitor the device and her blood glucose closely until the clamps arrived to complete troubleshooting.